Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose result of 46 mg/dl. He took two glucose tablets and drank some chocolate milk. Retest results within 10 minutes were hi, which on the system indicates a result in excess of 600 mg/dl, and 235 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.